Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The baxter technician reported a colleague infusion pump that has a failure code of 810:11 that was caused by faulty ail pcb (air in line printed circuit board) and was recalibrated by service. The reported condition was identified during product evaluation. There was no documented patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is 5.03.00, categorized as unremediated.no additional information is available.

Manufacturer narrative:
(B)(4).